Manufacturer narrative:
H10:the device was evaluated on site by a qualified technician. Visual inspection was performed and the reported condition was verified. To resolve the issue, the qualified technician replaced the rear wheels. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine had an un-level and loose tires. This was observed during installation period. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.